Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm or moisture damage on electronic assembly or motor noted. The unit had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they placed the insulin pump by the sink and may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.